Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6); product type: 0213-recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that they got a message on their controller telling them to call medtronic. Patient could not remember what the specific message was but that it said that the device was not working correctly. During the call, patient was very confused and could not keep up with troubleshooting. Patient had a helper that would assist them throughout troubleshooting. Patient services (pss) walked the patient through resetting the controller. Patient stated that their controller did not power back on. Pss then walked the patient through an ac power reset of the controller; patient confirmed that their controller powered on. Patient confirmed seeing the ac box light and that the controller light was flashing as well. Pss had the patient inspect their recharger for any visible damage; patient verified there was no damage. Pss walked the patient through a charging session; patient stated that they got no device found twice. Patient followed up by saying that they got the low controller battery charge controller soon message on their controller; agent understood this to mean that the patients controller battery was empty and that their implant was depleted. Pss was unable to walk the patient through a charging session due to the controller being low in battery. Pss reviewed with caller that they will need to charge the controller and then they can charge the implant. If pt needed further assistance after they have charged,  they can call back. Pt called back and requested assistance in charging their implantable neurostimulator (ins). Pss walked pt through getting connected to the ins. Pt stated they are getting "no device found". Pt verified their ins is likely dead because they haven't charged in a while. Pss walked pt through passive recharge mode. Pt reported seeing 72 - 86. After a few minutes pt stated the controller screen showed "poor recharge quality". Pt tried to reposition the paddle but kept getting "poor recharge quality. Pss is sending repair a request for a recharger cord.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the 97755-s recharger (s/n (B)(6)) revealed that the donut end was splitting open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.